Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient and customer information.

Event description:
It was reported that the patient's ipg was having trouble communicating with external devices. Reportedly, the patient had a procedure in (B)(6) 2021 where the ipg was set to surgery mode, and the patient was able to connect with their ipg following the procedure. Troubleshooting was able to resolve the issue.